Manufacturer narrative:
The event in this record was previously reported under MFR report # 3015967359-2024-02211 but should be included under this report.

Event description:
It was reported that during a preparation for a tha, at the user facility, the surgeon noticed a loose thread on the hood. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.